Event description:
A surgeon reports dissatisfaction with patient outcomes. Information provided by the surgeon indicates this patient received a bilateral lasik treatment. At one month post-op this patient exhibited an overcorrection and a 2 line decrease in bcva. It is unclear if the surgeon feels this patient is harmed or injured or if the decrease in bcva is temporary or permanent. However, the surgeon has declined to provide any additional information. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2009-00100.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.